Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 213 mg/dl. The customer stated that the insulin pump alerted her of high blood glucose, and when she pressed act to clear it, the device did not respond. She stated that the insulin pump gave her a 3 unit bolus that she had not programmed. She was informed of the excessive button pressing that had occurred and that she had delivered a bolus in the process. The customer declined to complete troubleshooting and advised that she would call back as needed. The customer was advised to disconnect from the insulin pump but she refused.. Nothing further reported.